Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2013, the 100% stenosed, 38 cm in length target lesion was located in the right superficial femoral artery (sfa) with a reference diameter of 4mm. A 0.14 jetwire was used to cross the lesion. A jetstream® atherectomy catheter was than selected, three passes were performed on the target lesion. Residual stenosis post-jetstream was 50%.balloon angioplasty was performed, using a 5/200/150 cm non-bsc balloon catheter, with 2 inflations and a maximum inflation pressure of 12 atm. Following intervention there was a 20% residual stenosis. There was no dissection. In (B)(6) 2014, the patient presented with right leg pain with superficial ulcerations of two toes and underwent an unplanned target lesion revascularization (tlr) in the treated vessel/lesion. A peripheral vascular angiogram revealed that the right sfa showed distal reconstitution at the level of hunter¿s canal. The right sfa total occlusion was crossed successfully with a non-bsc balloon catheter. A non-bsc guide wire was advanced to the tibioperoneal trunk. A jetstream® atherectomy catheter was used in the entire sfa for debulking; followed by a non-bsc lxc directional atherectomy. Finally the lesion was ballooned with a 5.0 x 100 mm non-bsc balloon catheter using multiple inflations. Residual stenosis in the right sfa was 0% with good flow to the distal foot. The same day the event was considered resolved. In (B)(6) 2014, angiography results showed 100 % stenosis of the right superficial femoral artery. A jetwire .014 300 cm wire was used to cross the lesion. A rotational atherectomy with 0 passes was performed on the 100% lesion in the right superficial femoral artery. Residual stenosis was 10%. There was no dissection. Balloon angioplasty using a 6/100/137 cm non-bsc balloon catheter was performed. A second lesion was crossed and treated with a jetwire .014 300 cm wire. A rotational atherectomy with 2 passes was performed. Balloon angioplasty using a non-bsc 5.0 -40 mm balloon catheter was also performed. The target vessel revascularization (tvr) was considered resolved on the same day.